Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurements or to determine if it could have contributed to the patient's hospital visit. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / page 81. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel.

Event description:
A patient's blood glucose level reached 528 mg/dl. The patient was hospitalized, diagnosed with diabetic ketoacidosis and treated with IV insulin. The doctor and patient stated the bg meter was reading incorrectly.